Manufacturer narrative:
Siemens field service engineer has installed new cartridge interface assembly and new measurement cartridge to the instrument. System is fully functional. Siemens customer product support team is in process of investigating the issue. The cause for the discordant pco2 results is unknown.

Event description:
Customer reported that when they run a blood sample twice on instrument, the results for pco2 didn't match. There was no report of injury due to this event.